Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot # ? N/a. Where on the needle body was the breakage noticed? N/a. Was the needle found and retrieved from patient? N/a. If yes, how? If not, what tissue location is the needle at? Any medical /surgical intervention performed / planned to retrieve the needle? Any patient consequence/ae outcome as a result of the event report? No. Was procedure completed successfully? And how? N/a.

Event description:
It was reported that the patient underwent a knee surgery in 2019 and the barbed suture was used. During the fascia closing, the needle and suture were broken. There was no pressure on the tissue. There were no patient consequences reported. No further information is available.